Event description:
It was reported that insulin leaked form the reservoir into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used reservoir, inspected reservoir o-rings/stopper groove for anomalies. None were found. Ran basal, bolus and leaking test per specifications. Reservoir was filled with diluent, connected to a new infusion set, connected to a pump. Reservoir did not leak.